Event description:
Welch allyn customer says their acuity system rebooted itself unexpectedly, resulting in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted, when the evaluation is complete.

Manufacturer narrative:
Welch allyn customer reported that their acuity system ta02007 unexpectedly rebooted and then came back up. Since both the software and hardware are no longer supported (customers have previously been notified of this obsolescence), welch allyn customer service offered a loaner acuity system to the customer. The customer plans to replace their system and stated that they will continue running acuity system ta02007 until their replacement station from another company is installed. When welch allyn field service engineer called the customer to check on the status, the customer informed him that they replaced acuity system ta02007. Welch allyn field service engineer inquired about the current state of acuity system ta02007 components and if the cpu could be retrieved for evaluation. The customer stated that all of the components associated with acuity system ta02007 were scrapped. Therefore, the root cause could not be determined since further testing or obtaining acuity log files was not possible.